Manufacturer narrative:
The reported field event of the inability to communicate using rf telemetry was confirmed in the laboratory. The device was tested on the bench and a rf communication anomaly was noted. The root cause of the rf anomaly was due to an anomalous rf chip.

Event description:
It was reported that while still in the box, the device could not be interrogated via rf telemetry. The device interrogated normally with the wand. The device was not implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.